Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's lid to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to physical damage to the device as the lid magnet fell out due to bent/stretched mounting clips.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.